Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer, patient ,product ID 97755, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was trouble with the controller. There was a white screen on the controller on march 1st. There was a software problem on february 8th. The software code was ¿1-intellis, 2-3.6, 3-58, 4- qf_new.¿ there were no groups or programs on the screen on march 11th. There was display of amplitude not programs on march 5th. There was display of attempt of recharging but no numbers displayed on february 10th. The stimulation turned off by itself during the night one time on march 16-17th. The controller was replaced. It was unknown if the issue was resolved at the time of report. Additional information received from the manufacturing representative reported that the patient was supposed to have an appointment on march 24th. The cause of the ins turning off was unknown. The patient reported that the stimulation stopped without any intervention on her part. The device logs showed confirmation of battery depletion and subsequent restore of therapy. A charging session was started at 20:37 whereby the battery level was only 1 percent which is too low to provide stimulation. Once the battery was sufficiently charged the therapy started again.